Manufacturer narrative:
The 30-day initial medwatch indicated that the sample had been received by the manufacturer and would be evaluated at that time. The manufacturer did not receive the sample but provided technical support with complaint facility to resolve reported event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: bd fa technical support provided troubleshooting tip for mitigating system freezing issues. Customer reported that deleting patient data off the sr8 system has cleared the system freezing issues. The customer has declined returning the equipment for evaluation. The root cause of the reported freezing issues may have been caused by too much data being stored on the sr8, however, this cannot be confirmed without physical evaluation of the equipment. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. Device not returned for evaluation.

Event description:
Per biomed, end users were reporting that sr 8 was freezing up when they attempted to view the patient data. System was also displaying an ec 111 error at this time. Fa walked biomed through deleting patient data off the sr 8 system as well as emailed biomed instructions on updating sr 8's software to 1.0.3. Deleting patient data seems to have cleared the freezing issues.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per biomed, end users were reporting that sr 8 was freezing up when they attempted to view the patient data. System was also displaying an ec 111 error at this time. Fa walked biomed through deleting patient data off the sr 8 system as well as emailed biomed instructions on updating sr 8's software to 1.0.3. Deleting patient data seems to have cleared the freezing issues.